Event description:
It is reported that during the procedure the stent came off the balloon. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to handling. The target lesion was located in the mid right coronary artery (rca). The lesion was described as 80% stenosed, concentric, ostial, with heavy calcification. The reference vessel was tortuous. The lesion was not pre-dilated. The stent dislodged in the patient. The stent pulled off the balloon at the ostium and the guide. It appeared to hang up on the guide when the physician attempted to pull back. The stent did not migrate and was snared. The procedure was successfully completed with the implantation of two cypher stents. One cypher stent was implanted in the mid rca and one cypher stent was implanted in the ostial. There was no patient injury.

Manufacturer narrative:
The evaluation codes have been included. During a percutaneous coronary intervention (pci), the user had tracking difficulty delivering a cypher stent to the target lesion and the stent dislodged off the balloon of the stent delivery system (sds). The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to handling. The target lesion was located in the mid right coronary artery (rca). The lesion was described as 80% stenosed, concentric, tortuous, ostial, with heavy calcification. The lesion was not pre-dilated before a cypher us rx 2.25 x 18mm was inserted. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The stent would not advance to the lesion from the ostium of the rca and the stent dislodged from the balloon at the ostium of the vessel. The reporter indicated that the stent "appeared to hang up on the guide when the physician attempted to pull back." The stent was successfully retrieved with a snare and the procedure was successfully completed with the implantation of two other cypher stents after vessel pre-dilation. There was no patient injury. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The instructions for use (IFU) indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the events. However, there are possible vessel characteristics (heavy calcification) and possible procedural factors (no vessel pre-dilation, stent delivery/retrieval) that may have contributed to this event.

Manufacturer narrative:
The device is not available for evaluation.concomitant devices were unknown.addtional information will be submitted within 30 days of receipt.